Event description:
During an angioplasty procedure, while attempting to cross a chronic total occlusion and type b lesion, 1mm of the guidewire distal tip hydrophilic coating became brush like. The report indicated that torque was applied against resistance, and when resistance was met, the physician slightly retracted the guidewire. After confirming that no anomalies were noted, the physician continued to advance the guidewire. The guidewire was removed from the site, and the lesion was crossed with another guidewire. The report indicated that no materials remain in the patient, and there was no reported patient injury.